Event description:
Wire mesh basket welding breaking. Sterile processing department personnel cut finger on wire mesh basket while pulling out of sonic cleaner. He was treated and given a tetanus shot. No pt has suffered any adverse effects as result of the incident. The surgery was not prolonged.

Manufacturer narrative:
All of the available information and the sample have been forwarded for analysis to the MFR.